Event description:
Per spd, sterile indicator not testing properly/not showing clean or not clean. No patient harm/involvement. Have not been able to rule out operator error, however lot information was shared across health system and pulled from use. Supply chain contacted supplier directly.